Manufacturer narrative:
The explanted ipg was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing jolting stimulation at the leg part. The patient underwent an ipg replacement procedure. Device malfunction was suspected.

Manufacturer narrative:
Additional information was received that there were no issues with the ipg.

Event description:
A report was received that the patient was experiencing jolting stimulation at the leg part. The patient underwent an ipg replacement procedure. Device malfunction was suspected.

Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient was experiencing jolting stimulation at the leg part. The patient underwent an ipg replacement procedure. Device malfunction was suspected.